Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, upon initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified on the surface of the balloon indicating that the device was used inside the patient. A microscopic examination identified no tears or holes in the balloon. The device was attached to an encore inflation unit and the balloon inflated to its rated burst pressure of 15 atmospheres with no leaks noted. A vacuum was pulled and the balloon deflated fully. The balloon was inflated and deflated on three more occasions from its rated burst pressure with no leaks evident. The rated burst pressure for this balloon is 15 atmospheres. The encore was verified at 15 atmospheres using the druck pressure gauge. A visual and microscopic examination of the tip found no issue.a visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, upon initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.